Event description:
The suspect device results were 311, 396, and 454 mg/dl. The user went to the hosp and their glucose was 231 mg/dl on a hosp meter. Their device read 327 mg/dl for comparison. Controls were not used. No treatment provided. The device was replaced and requested to be returned for evaluation.